Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the complaint was confirmed. The technician recommended replacing the device's oxygen blending module board to address the issue. The repair was delayed due to the oxygen blending module board out of stock. Additionally, the device's keypad was damaged and needed replaced. Device passed full test. Set to ship mode, and ready for dispatch.